Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was placed in the pt's right arm (basilic vein) to administer chemotherapy drugs. The nurse drew labs, flushed the catheter and it "squirted" or started leaking. There was no resistance encountered. As a result, the catheter was removed and a new catheter was placed in the pt's left arm. Add'l info received on (B)(6) 2011, from the sales rep stated the catheter was leaking at the hub. There was a couple of hours delay in treatment. There was no pt death and no pt complications were reported. The pt has a new peripherally inserted central catheter (PICC) and is receiving therapy.